Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient recurring incontinence with an artificial urinary sphincter (aus). A revision surgery was performed in which fluid loss was noted. The patient did not experience any further adverse events and was said to be recovering following the intervention.